Manufacturer narrative:
Citation: giustino g. Procedural outcomes with new-generation transcatheter aortic valve devices in real-world clinical practice: the pragmatic-ii (pooled rotterdam ¿ milan ¿ toulouse in collaboration) study. Journal of the american college of cardiology volume 70, issue 18 supplement, october 2017 doi: 10.1016/j.jacc.2017.09.1147 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding procedural outcomes with new-generation transcatheter aortic valve devices in real-world clinical practice: the pragmatic-ii (pooled rotterdam¿milan¿toulouse in collaboration) study. All data were collected from multiple centers between 2011 through 2015. The study population included 1884 patients, 120 of which were implanted with med tronic evolut r and an unspecified number of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, permanent pacemaker implantation, coronary obstruction requiring intervention, valve-related dysfunction requiring re-intervention, major vascular complication and bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.